Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy.